Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer with a neurostimulator for spinal pain. It was reported the patient last got some charge about two weeks ago and only had four coupling bars; the screen showed the implantable neurostimulator (ins) was charging and that she had 4 coupling bars. The patient had not been able to connect to the insr and patient programmer for the last week and a half, and the patient stopped feeling stimulation suddenly two days ago. The patient was unable to charge and had no coupling bars. The implantable neurostimulator recharger (insr) showed the reposition antenna screen, and the patient programmer showed poor communication. The recharging best practices were reviewed. After a recharge session was attempted, the poor coupling screen was reported. The patient tried using the insr again, and was able to get the charging screen. All coupling boxes were empty. The patient reported that the insr was now showing the ins was off and the ins was a quarter full. The patient mentioned the same issue two months ago (the insr not finding the ins and reposition antenna on insr), and they were able to resolve it by the antenna locate feature. In regards to the poor communication on the patient programmer, it was confirmed the antenna was secured but the issue did not resolve when syncing with the ins. The antenna was unplugged, and the patient programmer was placed directly over the ins on the skin. However, this also did not resolve the issue. New batteries were also tried. There was no telemetry and the poor communication screen was observed. The patient programmer was replaced. Information was requested regarding additional troubleshooting and if any additional actions or interventions were taken. A supplemental report will be sent should additional information be received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that an inability to charge the implant had led to the event. The patient reported receiving a new antenna and no change occurred. ¿still not working.¿